Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers (if applicable): 2nd (middle): ifuse implant, p/n 7040-100, lot number unknown, (B)(4). The 3rd (inferior): ifuse implant, p/n 4030-100, lot number unknown, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of pain that was caused by the middle implant being too proud of the ilium. The surgeon performed a revision surgery in (B)(6) 2016 where he advanced the middle implant further into the joint. The patient later presented to a new surgeon with complaints of radicular pain from the right si joint. The surgeon determined that the middle implant had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the middle and caudal positioned implants and replaced the middle one with a shorter implant and the caudal one with a wider implant. The patient's radicular pain symptoms resolved following the revision procedure.